Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple bd ultra fine¿ ii(s) ¿just come out of their wrappers¿, thus a sterile breach. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: this complaint has been over reported, and it has been determined that there was no sterility breach.